Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .1258t/86 (B)(4).

Event description:
It was reported that the patient expired due to sustained vt/vf which was unbreakable by device antitachycardia pacing (atp) and hv therapy between the hours of 1:35 am and 1:53 am on april 30th. The device was intermittently sensing variable rates in vt-1 zone. The patient also experienced very fine ventricular fibrillation which was intermittently undersensing by the device. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Additional investigation indicates there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.